Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device was unable to charge, the charging port socket was hanging out. There was no reported patient involvement, therefore no health consequences or impact.

Manufacturer narrative:
New information received, updated evaluation results code grid and component code grid.